Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump was exposed to temperature changes prior to the occlusion alarm occurring. Customer's blood glucose level was 187 mg/dl. Customer successfully loaded a new cartridge and resumed insulin delivery.